Manufacturer narrative:
This is a follow up with additional information. Consumer reported two tampons had a string that was too short and she did not use them.

Event description:
This is a follow up with additional information. Consumer reported two tampons had a string that was too short and she did not use them.

Manufacturer narrative:
The reported lot code is a copack lot code. An assessment of the device history records for the production lot codes was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets monthly to review complaint trends.

Event description:
Consumer called because she is having issues with the current box of tampons. She does not know what absorbency this happened with when the string pulled out of the tampon while removing it. She stated that about ¼ of an inch of cotton was still attached to the top of the string but could not tell if the string or the tampon unraveled. She was able to remove all the pieces.